Event description:
Additional information received reported that the patient had known he needed a revision for over two and a half years, but had never taken it any further.

Event description:
Additional information indicated the patient had a lead revision due to lead migration. The patient was unable to achieve optimal stimulation on their left side prior to revision. After the lead revision, the patient had good therapeutic effect. There were no patient symptoms or injury related to the revision. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was not receiving therapeutic benefit on his right side from l4 and down. He was receiving therapeutic benefit on his left side after programming the right lead. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the lead migration was caused by a broken lead anchor and led to stimulation of the patient's intercostal muscles. The patient stated therapy had been ineffective for treatment of his radiculopathy ever since the lead migration, however, it was later reported that while the patient had a loss of optimal stimulation for his legs, he was getting good coverage in the back, still used the scs system, and reported benefit. The patient's system was interrogated on (B)(6) 2012 and no impedance issues were seen. It was noted that the patient suffered from epilepsy and endocrine issues and needed mris to address these issues as well as a possible malignancy. An explant was planned due to the patient needing full body MRI, however only a head scan had been ordered. The hcp was informed about MRI compatibility and ordered the mris she knew she could order for (B)(6) 2012. It was reported that the entire system remained intact, and the patient wanted a lead revision, but was unmotivated to get it.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's left lead had migrated approximately five months post-implant, approximately two inches in the cephalid direction. It was also reported the right side lead was delivering intermittent stimulation, and there was a possible short or open circuit. The patient was in need of an MRI for an unrelated health condition, and was contemplating having the leads removed. No decision had been made as of the time of report. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the patient had a new diagnosis of brain cancer and needed to be scanned from "nose to toes". The patient's leads had open circuits and fractures due to a fall years ago, and had been scheduled and cancelled for revision to replace the leads multiple times. The patient had some stimulation that provided some degree of pain relief, although probably not the same degree of pain relief that would be achieved with 16 functioning electrodes. The plan was to explant the leads only leaving in the plugged ins so the patient could have an MRI.

Manufacturer narrative:
Lead model 3778-60, lot # v260897004; lead model 3778-60, lot # v235488028; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Manufacturer narrative:
(B)(4).